Event description:
The patient reported that their at-home oxygen device was malfunctioning, indicated by a yellow flashing light and the absence of a green light. The device was not producing oxygen, leading to a critical drop in the patient's oxygen levels, which fell into the 70s. Without an alternative oxygen source, and with the incident occurring at 3 a.m., the patient was unable to access her usual support system. She sought emergency care later that morning, where the healthcare team stabilized her. Her current diagnosis remains unknown from the emergency room visit. Son reported that since the incident, her condition has worsened; she now requires a walker and is experiencing cognitive issues

Manufacturer narrative:
The device has not been returned and an investigation will be initiated.